Event description:
It was found that the brakes would not hold due to the brake tip being out of adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.